Event description:
It was reported that during patient use, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. The crew reverted to manual CPR (exact length of time was not provided). Information regarding the outcome of the patient was not provided, however no adverse patient sequelae was reported.

Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned to the manufacturer for evaluation. Visual inspection was performed which found no physical damages to the platform. During functional testing, the reported user advisory 45 (not at "home" position after power-on/restart) message was observed upon power up, thus confirming the reported complaint. It was found that the drive shaft was out of the "home" position. The drive shaft was rotated back to the "home" position and functional testing with a test mannequin was able to be performed and no other errors or anomalies were exhibited. A review of the archive was performed, and no user advisory codes were observed on the reported event date of (B)(6) 2015. However multiple ua45 codes were seen on (B)(6) 2015, which is the last recorded customer usage. Based on the investigation no parts were identified for replacement. In summary, the reported complaint was confirmed during functional evaluation as well as archive review and is attributed to the driveshaft not being in the "home" position. It may also potentially have been caused by use error, as the lifeband may not have been fully extended before the platform was powered on. .